Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019. The manufacturer¿s international service technician confirmed the reported proximal pressure tube issue. The manufacturer¿s international service technician reseated the proximal pressure tube to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
Proximal pressure tube disconnected. There was no patient involvement.